Event description:
Blood glucose results of "403 mg/dl, 407 mg/dl, 273 mg/dl and 161 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.